Event description:
It was reported that the patient presented for an upgrade to implantable cardiac resynchronization therapy (crt) defibrillator procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise oversensing which led to pacing inhibition. The atrial lead was explanted. The patient was stable throughout.